Manufacturer narrative:
One (1) used. List #ch-14, chemoclave® vented bag spike; lot #6078094 was received. The complaint of a black spot can be confirmed. As received there was a black spot observed on the bag spike. The black spot would not be removed and was confirmed to be embedded inside the spike. This embedded particulate is not in the fluid path and meets visual inspection criteria. The particulate does not affect the functionality of the device and is a cosmetic anomaly. The probable cause of the embedded particulate is a molding anomaly at the vendor. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation pending.

Event description:
The event involved a chemoclave® vented bag spike with list number ch14 and with lot number 6078094. The reporter stated there was a black spot on spike. The event occurred out of package. There was no patient involvement, no adverse event/patient harm and no delay in critical therapy.